Event description:
A 60-year-old male with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On march 09, 2026, novocure was informed that toward the end of (B)(6) the patient experienced skin irritation and temporarily discontinued optune gio therapy. On (B)(6) 2026, the patient reported burns and erythema across the scalp. A healthcare provider (hcp) prescribed both oral and topical medication. On march 13, 2026, the prescribing physician confirmed that methylprednisolone and betamethasone valerate ointment (to be applied three times daily) had been prescribed. The patient was additionally advised to temporarily discontinue optune gio therapy for five days. The prescriber noted that the patient had an unspecified allergic reaction but was not certain whether it was related to optune gio therapy. On (B)(6) 2026, additional information was received indicating that the patient had resumed therapy on (B)(6) 2026; however, on (B)(6) 2026, he noticed burn like, pruritic erythema and a rash under the arrays. Images provided showed moderate erythema at the prior array placement sites, with rash-like appearance across the entire scalp. According to the report, on (B)(6) 2026, the hcp assessed that the patient had most likely developed an allergy to the arrays. The patient again temporarily discontinued optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.